Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 43 mg/dl and juice was consumed to address bg. Customer reported entering bg and carbohydrates consumed and delivered the pump calculated bolus. Cause of low bg was attributed to the correction bolus and activities. Customer's current bg was 125 mg/dl. Tandem technical support recommended the customer discuss the pump settings with a healthcare provider. Customer declined further assistance.